Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they attempted to jumpstart the implant three times with no success. The patient was being scheduled for implant replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the patient was rescheduled for (B)(6) 2018. No further complications were reported. Additional information was received from a consumer and a representative (rep) regarding the patient. It was reported that the patient had not charged their battery in at least two years. The rep attempted to jumpstart with no success in charging. The patient was being scheduled for a replacement, but no date had been set yet. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturer representative, regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient could not charge their ins. There were no reported factors that could have led to the issue. The hcp requested that the rep call the patient to set up an ins evaluation; the patient was called but they did not answer. It was noted that the issue was no resolved at the time of the report but that more information would be obtained on (B)(6). No symptoms were reported. No further complications were reported/anticipated.